Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had shut down. The customer¿s blood glucose level was 245 mg/dl. Customer did receive a battery failed alarm and not tried a replacement battery cap. Troubleshooting was performed for failed battery alarm. The insulin pump will not be returned for analysis.